Manufacturer narrative:
Summary of evaluation: the acetabular component and associated bone cement could not be evaluated for the rpt'd component loosening as they have not been returned for evaluation.